Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 240 and blood glucose was 220 mg/dl. The customer also stated that her blood glucose was 475 mg/dl and she treated it using the pump. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on the sensor graph.